Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow-up # 1 date of submission 06/16/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/19/2011 with the following findings: evaluation revealed that the pump powers up properly and does not draw excessive current. A review of the pump history indicated that rebooting occurred, which could not be duplicated on investigation. No defects were found to the battery compartment, battery connections, and battery cap. A low battery warning and replace battery alarm were each reproduced during testing; the pump gave appropriate audible and visual alerts for both. The pump history indicated that the battery had not been changed.

Event description:
On (B)(6), 2011, the patient contacted animas alleging that the pump self-rebooted. The pump's battery cap was reportedly tight and the o-ring was not visible. The patient claimed that the battery cap was not damaged and the pump did not have any cracks. There was also no damaged observed to the battery compartment threading. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was self-rebooting. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not allege any harm or injury because of the reported issue.